Event description:
An initial MDR regarding this case was filed 30-apr-2025 (report number 3016798778-2025-00048). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that the system generated cassette depleted alarms during the timeframe of the complaint and were generated under expected conditions. Throughout all deliveries within the timeframe of the complaint, transient occlusion-like behavior was observed. This is further evidenced by adjust pump attention alarms generated between 18 days and 13 days before the date of the complaint. Logs from remote (B)(6) (paired with pump (B)(6)) show that within the timeframe of the complaint, transient occlusion like behavior was observed, evidenced by adjust pump attention alarms generated between 7 days and 1 day before the date of the complaint. The logs in both systems are consistent with transient occlusion-like behavior. The logs during the transient occlusion-like behavior show spikes in the measured volume change after the transient occlusion-like behavior cleared. This is expected behavior as the system provides increased volumes of medication to accommodate for skipped aliquots due to transient occlusions. The total measured volume change was compared to the total target volume change and showed that the system did not over-deliver throughout the total delivery. During investigation, a test delivery was performed successfully on both systems with no abnormal behavior or occlusion-like behavior. Both systems operated as designed and functioned within specification during investigation. No device malfunctions were observed. The report that the systems delivered more medication than expected was not confirmed in either system.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 03-apr-2025 and forwarded to millyard advanced medical products, llc on 04-apr-2025. The patient reported that she felt flushed, sick, weak, tired, had chest tightness and an elevated heartrate, so she went to the hospital. The pump alarmed cassette depleted just before she became symptomatic. She reported that based on her symptoms the doctors think she may have received a bolus of remodulin. The patient was admitted and was scheduled to be discharged the next day. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.